Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
It was reported that the when connected to the power supply, the subject home monitor stays with orange lights and then switches off completely.

Event description:
It was reported that the when connected to the power supply, the subject home monitor stays with orange lights and then switches off completely.